Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose level of 58 mg/dl. Customer declined to perform troubleshooting with tandem technical support. No further information on the reported issue was provided.